Event description:
Pt called lfs on 5/30/03 alleging their ot basic meter would not power on. Pt stated that one morning pt awoke experiencing symptoms of dizziness and "head felt like it was swimming". Pt attempted to use the meter but it would not power on. Pt was taken to their doctor's office where pt was given a new medication, chlorpropamide, an oral medication designed to lower blood glucose. The issue with the meter was not resolved. This case is being reported as a malfunction because the pt was symptomatic prior to using the meter; therefore, the meter did not cause or contribute to the injury. No further info has been reported.